Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va1d8ka, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the interstim system got infected, and was removed on (B)(6) 2017. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.